Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c501 module. Sample 1 sodium results were 191 mmol/l, 140 mmol/l, 140 mmol/l, 141 mmol/l, and 140 mmol/l. The chloride results were 55.1 mmol/l, 103 mmol/l, 103 mmol/l, 103 mmol/l, and 103 mmol/l. Sample 2 sodium results were 149 mmol/l, 140 mmol/l, 140 mmol/l, 140 mmol/l, and 140 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found pinholes in the cell rinse tubes and he replaced the tubes. The investigation determined the issue was resolved by replacing the tubes. Reagent or electrode issues were excluded.